Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported observing oil bubbles on the vitrector. The surgeon suspected that the observed oil was possibly the lubrication solvent used during production of the product. The surgeon also reported observing deposits on the lens of a patient that disappeared some time later. He stated he cannot determine, at the time, if his observation was related to the oil. There was no patient injury reported. Additional information has been requested but none has been received to date.